Event description:
The device was used during an unspecified procedure. The clips did not advance. The surgeon applied another device. No pt injury reported.

Manufacturer narrative:
7/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.